Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency department with an infection of the device incision site. The following day a pocket revision was performed. Approximately six weeks post pocket revision the implantable cardioverter defibrillator and lead were removed due to poor wound healing and infection. No further patient complications have been reported as a result of this event.